Manufacturer narrative:
Device evaluation summary: the fse evaluated the device while onsite and could not duplicate the reported problem. The fse recommended replacement of the power supply, but the customer declined. Resolution and disposition: no parts were replaced. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device does not work when plugged in; powers down when plugged into ac; device works on battery. The customer reported there was no patient involvement.